Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle experienced the cannula breaking off or pulling out on the non-patient end. The following information was provided by the initial reporter: thread defective / needles broken npe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-24. H6: investigation summary three open 32g x 4mm pen needle samples were returned from lot. No. 0077792, cat. No. 320141. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed on one sample. No issues were observed with the remaining two samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle experienced the cannula breaking off or pulling out on the non-patient end. The following information was provided by the initial reporter: thread defective / needles broken npe.